Manufacturer narrative:
Smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a f/u report detailing the results of the eval once it is completed.

Event description:
User facility reported that the device was in use with pt for 4 days when the device cuff began to leak. No adverse effects to pt reported.